Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-01150 and 9616099-2007-01151. Additional information will be submitted upon 30 days of receipt.

Event description:
Approximately six months post index procedure, the patient experienced angina pectoris. A coronary angiogram confirmed proximal peri-stent restenosis. Another percutaneous coronary intervention was conducted to treat the restenosis and a 2.5 x 8mm cypher select stent was implanted in the proximal left anterior descending artery. The patient was initially admitted with stable angina pectoris in 2006. The patient had a bifurcated lesion in the mid left anterior descending and the first diagonal branch. The lesion was restenotic, eccentric and moderately calcified. The lesion had 85% stenosis, a length of 8mm and the vessel diameter was 3mm. The lesion was pre-dilated and a 2.75 x 18mm cypher select plus stent was implanted in the mid left anterior descending branch at 16atms and a 2.75 x 13mm cypher select plus stent was implanted in the first diagonal branch at 16atms. The stents were overlapping. The patient's medications include the following: aspirin (pre, intra and post procedure), statins (pre and post procedure), clopidogrel (intra and post procedure) and angiomax (intra procedure).